Event description:
Independent repair center customer alleged low o2/yellow light. The key failure is the manifold valve is sticking.associated malfunctions for this device: power switch short circuited, zip ties and hose clamps leaking.